Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with a report of an error code e301 (audio alarm failure). During testing at the user facility, the device displayed e301 with no audible alarm tone. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the pump displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. (B) (4)